Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2017, the reporter contacted animas and alleged on (B)(6) 2017 the patient experienced a blood glucose of over 1200mg/dl, with large ketones, and a loss of consciousness, associated with an alleged history settings issue. Reportedly, the patient discontinued pump therapy, and was treated in the hospital with insulin via injection, and intravenous fluids by their healthcare provider. During troubleshooting with customer technical support, it was revealed the patient ¿passed out and woke up to emergency medical technicians attending to him¿. At the time of the call the patient was in the intensive care unit with large ketones, and alleged the pump went into suspend mode and was having intermittent power issues. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a history settings issue.